Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation and the legal manufacturer's final investigation. New information added to d9, h3, h4, h6 and h11. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the device not activating could not be determined since device evaluation found no issues. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the lithotripsy system was no longer activating or engaging. The issue occurred when preparing the device for use in a therapeutic procedure. No error messages were displayed. The procedure was completed with the same device. There were no reports of patient harm.

Event description:
It was reported that the lithotripsy system was no longer activating or engaging. The issue occurred when preparing the device for use in a therapeutic procedure. No error messages were displayed. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.